Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in patient weight, as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test with the contour next meter and obtained a reading of 175 mg/dl at 5:15 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter, contour next test strips and contour next control solution from lot # 2bv2g98 for evaluation. An in-house testing was performed with the returned meter, test strips and control solution, which gave a satisfactory performance. The control reading obtained during the in-house testing were properly marked as control results.